Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event information was requested but was not received at the time of the report. Should additional information become available, a follow-up report will be submitted.(B)(4).

Event description:
A nurse reported that after 28 days of patient use the flexi seal signal (fms) caused a vaginal fistula.